Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this left ventricular (lv) lead had been hospitalized due to endocarditis and had undergone multiple surgical procedures. Following these interventions technical services (ts) found a drop in lv pacing impedance measurements. However, lv pacing impedance measurements remained within normal limits. In addition, ts found an increase in lv capture thresholds. Therapies were turned off for patient safety at this time. Additional information has been requested but was not provided at this time. This lv lead remains in service. No additional adverse patient effects were reported.